Event description:
N/a.

Manufacturer narrative:
Bacterial colonization of the rickham-reservoir with cutibacterium acnes [device related infection] case description: this case, bmrn case number (B)(4), is a report from germany, referring to an 8-year-old female subject (ID # (B)(6) ). An investigator reported this case from the biomarin sponsored (B)(4) study, a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. The subject's past medical history was not reported. The subject's concurrent conditions included: language disorder, hypokinesia, developmental delay, neuronal ceroid lipofuscinosis, ataxia and epilepsy. No allergies were reported. Concomitant medication included: tropicamide, "depilatory cereme", dexamethasone, cetirizine, ibuprofen, valproate sodium. Dexamethasone, cetirizine and ibuprofen were used as premedication for the subject's bmn 190 infusions. On an unspecified date in (B)(6) 2014, the subject initiated treatment with bmn 190 (300 milligrams, qow, icv). The lot number for bmn 190 was l241083. The most recent dose was administered on (B)(6) 2018. On an unreported date, the subject was also undergoing implantation of a codman (model and catalog number; lot number, serial number and UDI number were unknown). On (B)(6) 2018 at 09:45, the subject developed a grade 1 bacterial colonization of the rickham-reservoir with cutibacterium acnes (product contamination microbial) prior to icv-ert. A csf culture taken was positive for c. Acnes. On the same day, a parallel sample cultivated in sealed bottle with medium sterile, s16 pcr was negative. The subject did not show any clinical symptoms such as fever, headache or somnolence, no csf abnormalities such as pleocytosis. Therefore, the lab result was interpreted as contamination. However, since then the same lab result constellation has been reoccurring but without any clinical signs of infection, without csf pleocytosis and with always sterile results in the medium culture. No treatment for the event was reported. No action was taken with bmn 190 due to the event. The outcome of the event was reported as not recovered/not resolved. This case has been identified as a medical product complaint (mpc). It was forwarded to biomarin product complaints and assigned pcrn# (B)(4). The investigator assessed the event of product contamination microbial as not related to treatment with bmn 190. No other etiological factors were reported. Additional information received on 28-feb-2019: at the time of the report, the subject was in good clinical condition with no signs of infection. Additionally, there were no signs of increased infection markers in unspecified blood and csf tests. For prevention of an infection, vancomycin was administered directly into the subject's catheter following her bmn 190 infusion. No further information was available. Additional information received on 12-apr-2019: biomarin product quality has completed their investigation and determined that there is no indication of a product quality issue. No additional investigation is required at this time. No further information was available. Additional information received on 02-may-2019: on (B)(6) 2019, during reconciliation activities, case (B)(4) event coding requires a case correction. The event of bacterial colonization of the rickham reservoir with cutibacterium acnes was incorrectly coded to product contamination microbial and should have been coded to device related infection. No further information was available. Additional information received on 07-jun-2019: on (B)(6) 2018, the subject's bmn 190 infusion was administered from 10:15 to 14:30. On an unreported date, the icv device (reservoir) was prophylactically removed and a new icv device (reservoir) was implanted into the subject. On an unreported date, the subject had csf withdrawn prior to the (B)(6) 2019 infusion that used the new icv device. The results of the test received on (B)(6) 2019 were negative for c. Acnes. The outcome of the event was updated by the investigator from not recovered/not resolved to recovered/resolved on (B)(6) 2019 at 11:06. Biomarin has upgraded this case to medically significant. Additional information received on 21-jun-2019: the investigator clarified c. Acnes (cutibacterium acnes) was discovered in microbiology without clinical evidence of infection. The device replacement was not due to c. Acnes colonization; rather, was a routine prophylactic replacement performed due to the device was in use for four years (ref. #(B)(4)). Additional information received on 26-jan-2021: the investigator updated the severity from grade 1 to grade 2. No further information was available. Additional information received on 26-mar-2021: the medical product complaint investigation results were provided by biomarin product complaints: icv device information: the catalog number of the codman rickham reservoir was reported as 821621. The reference number was reported as 204750. Nature of report: rickham reservoir infection & revision suspected product: bmn 190 (cerliponase alfa) solution for infusion - 300 milligram, qow, icv. Therapy dates - (B)(6) 2018 to unk. Diagnosis for use: cln2 (neuronal ceroid lipofuscinosis). Lot not reported. Concomitant medical products and therapy dates: 1) mydriaticum (tropicamide) (B)(6) 2016 to ongoing. 2) dexamethason /00016001/ (dexamethasone) (B)(6) 2018. 3) dexamethason /00016001/ (dexamethasone) (B)(6) 2018. 4) dexamethason /00016001/ (dexamethasone) (B)(6) 2018. 5) cetirizine (cetirizine) (B)(6) 2015 to ongoing. 6) ibuprofen (ibuprofen) (B)(6) 2016 to (B)(6) 2018. 7) valproate (valproate sodium) (B)(6) 2016 to ongoing.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after implantation of a rickham reservoir, the patient developed a grade 1 bacterial colonization with cutibacterium acnes. A csf culture taken was positive for c. Acnes. On the same day a parallel sample cultivated in sealed bottle with medium sterile, s16 pcr was negative. The subject did not show any clinical symptoms such as fever, headache or somnolence, no csf abnormalities such as pleocytosis. Therefore, the lab result was interpreted as contamination. However, since then the same lab result constellation has been reoccurring but without any clinical signs of infection, without csf pleocytosis and with always sterile results in the medium culture. At the time of the report, the subject was in good clinical condition with no signs of infection. Additionally, there were no signs of increased infection markers in unspecified blood and csf tests. For prevention of an infection, vancomycin was administered directly into the subject's catheter following her bmn 190 infusion. On (B)(6) 2019, during reconciliation activities, case (B)(4) event coding requires a case correction. The event of bacterial colonization of the rickham reservoir with cutibacterium acnes was incorrectly coded to product contamination microbial and should have been coded to device related infection. On an unreported date, the icv device (reservoir) was prophylactically removed and a new icv device (reservoir) was implanted into the subject. On an unreported date, the subject had csf withdrawn prior to the (B)(6) 2019 infusion that used the new icv device. The results of the test received on (B)(6) 2019 were negative for c. Acnes.

Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Product was received for evaluation: review of the history device records was not possible as the lot number and product code was unknown. Failure analysis - the ventricular catheter was visually inspected; the whole length of the ventricular catheter was torn/cut. The rickham was visually inspected: the rickham cap was torn/damaged and a small cut/tear was noted in the silicone part. The root cause for the problem reported by the customer was probably due to the implantation or the using procedure. As specified in the reservoir's IFU: "silicone rubber has a low cut and tear resistance" and "observe aseptic technique throughout placement and use of the ventriculostomy reservoir".

Event description:
N/a

Manufacturer narrative:
Additional information received - medwatch (B)(4). This case, bmrn case number (B)(4), is a report from germany, referring to an 8 year-old female subject (ID # (B)(6)). An investigator reported this case from the biomarin sponsored (B)(4) study, a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. The subject's past medical history was not reported. The subject's concurrent conditions included: language disorder, hypokinesia, developmental delay, neuronal ceroid lipofuscinosis, ataxia and epilepsy. No allergies were reported. Concomitant medication included: tropicamide, "depilatory cereme", dexamethasone, cetirizine, ibuprofen, valproate sodium. Dexamethasone, cetirizine and ibuprofen were used as premedication for the subject's bmn 190 infusions. On an unspecified date in march 2014, the subject initiated treatment with bmn 190 (300 milligram, qow, icv). The lot number for bmn 190 was l241083. The most recent dose was administered on 22-aug-2018. On an unreported date, the subject was also underwent implantation of a codman (model and catalog number; lot number, serial number and UDI number were unknown). On (B)(6) 2018 at 09:45, the subject developed a grade 1 bacterial colonization of the rickham-reservoir with cutibacterium acnes (product contamination microbial) prior to icv-ert. A csf culture taken was positive for c. Acnes. On the same day a parallel sample cultivated in sealed bottle with medium sterile, s16 pcr was negative. The subject did not show any clinical symptoms such as fever, headache or somnolence, no csf abnormalities such as pleocytosis. Therefore, the lab result was interpreted as contamination. However, since then the same lab result constellation has been reoccurring but without any clinical signs of infection, without csf pleocytosis and with always sterile results in the medium culture. No treatment for the event was reported. No action was taken with bmn 190 due to the event. The outcome of the event was reported as not recovered/not resolved. This case has been identified as a medical product complaint (mpc). It was forwarded to biomarin product complaints and assigned pcrn# pr 186420. The investigator assessed the event of product contamination microbial as not related to treatment with bmn 190. No other etiological factors were reported. Additional information received on 28-feb-2019: at the time of the report, the subject was in good clinical condition with no signs of infection. Additionally, there were no signs of increased infection markers in unspecified blood and csf tests. For prevention of an infection, vancomycin was administered directly into the subject's catheter following her bmn 190 infusion. No further information was available. Additional information received on 12-apr-2019: biomarin product quality has completed their investigation and determined that there is no indication of a product quality issue. No additional investigation is required at this time. No further information was available. Additional information received on 02-may-2019: on (B)(6) 2019, during reconciliation activities, case (B)(4) event coding requires a case correction. The event of bacterial colonization of the rickham reservoir with cutibacterium acnes was incorrectly coded to product contamination microbial and should have been coded to device related infection. No further information was available. Additional information received on 07-jun-2019: on 22-aug-2018, the subject's bmn 190 infusion was administered from 10:15 to 14:30. On an unreported date, the icv device (reservoir) was prophylactically removed and a new icv device (reservoir) was implanted into the subject. On an unreported date, the subject had csf withdrawn prior to the 31-may-2019 infusion that used the new icv device. The results of the test received on 07-jun-2019 were negative for c. Acnes. The outcome of the event was updated by the investigator from not recovered/not resolved to recovered/resolved on 07-jun-2019 at 11:06. Biomarin has upgraded this case to medically significant. Additional information received on 21-jun-2019: the investigator clarified c. Acnes (cutibacterium acnes) was discovered in microbiology without clinical evidence of infection. The device replacement was not due to c. Acnes colonization; rather, was a routine prophylactic replacement performed due to the device was in use for four years (ref. # (B)(4)). Additional information received on 26-jan-2021: the investigator updated the severity from grade 1 to grade 2. No further information was available. Case comment: the patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as related to brineura delivered through an icv device. Additional information received including microbiology result. The causality of the event remains unchanged and considered as related to bmn 190 delivered through an icv device. C. Suspect products(s). C1. Name (give labeled strength & MFR/labeler) - bmn 190 (cerliponase alfa) solution for infusion. C2. Dose, frequency & route used - 300 milligram, qow, icv. C3. Therapy dates - (B)(6) 2018 to unk. C4. Diagnosis for use (indication) - cln2 (neuronal ceroid lipofuscinosis). C5. Event abated after use stopped or dose reduced? - doesn't apply. C6. Lot # - not reported. C8. Event reappeared after reintroduction? Doesn't apply. C10. Concomitant medical products: 1) mydriaticum (tropicamide) 08/23/2016 to ongoing. 2) dexamethason /00016001/ (dexamethasone) 07/24/2018 to 07/24/2018. 3) dexamethason /00016001/ (dexamethasone) 08/08/2018 to 08/08/2018. 4) dexamethason /00016001/ (dexamethasone) 08/22/2018 to 08/22/2018. 5) cetirizine (cetirizine) 10/21/2015 to ongoing. 6) ibuprofen (ibuprofen) 11/02/2016 to 12/11/2018. 7) valproate (valproate sodium) 11/03/2016 to ongoing.